Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message when attempting to load a cartridge. Reportedly, the cartridge was filled with approximately 150 units of insulin. There was no reported impact to the customer's blood glucose level due to not testing. As the customer did not have additional insulin available during the time of the call, a new cartridge was not loaded onto the pump. The customer declined further follow-up from tandem technical support.